Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery during normal delivery. The blood glucose level was 28 mmol/dl. Customer states the high blood glucose was treated using manual injections. Troubleshooting was performed and advised to do a set change. No further information was provided.